Event description:
It was reported that during a da vinci si hysterectomy procedure, the permanent cautery hook instrument began smoking and then caught on fire shortly after use. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. It was later observed that part of the instrument was missing, presumably melted or burnt off.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. The initial reporter has been contacted multiple times to request additional information regarding the product problem, however, no response has been received to date. A follow-up medwatch report will be submitted if the device is returned or if additional information is received.